Event description:
Implanted approx in 2005. Began having fatigue and lower back/hip pain. By 2010, also have constant, daily nausea. As of today, I have surgery planned next week to remove my fallopian tubes due to the pain as well as severely dilated fallopian tube. The back/hip pain and fatigue is severe enough that it affects my ability to work approx 1 of every 3 days I'm scheduled to work at my part time job and I have to use a wheelchair 3-5 days a week to get around. I do not have copies of any records, so dates listed here are approximate.